Event description:
Incident reported as: surgeon performing procedure with very small needles. One needle was used in the pt and came off the instrument. Doctor states it is not retrievable. No pt injury or intervention reported.

Manufacturer narrative:
No additional info available at time of this report. The sample product is not available for eval.